Event description:
It was reported that the device delivered inappropriate high voltage therapy for a non-ventricular arrhythmia. Device reprogramming was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that the device was reprogrammed to resolve the event.